Event description:
Affiliate responded with add'l info: the device was a brand new piece and the surgeon had just opened the package to use it. However, when surgeon fired it across the lesser curvature of the stomach, there was a lot of bleeding and a bit of spillage of the gastic juice. It was noticed there were no staples and the device had cut. The device was not examined for staples presence before use. The pt was given antibiotics. No add'l info.

Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the surgeon fired the tlc55 instrument across the duodenum, the blade advanced forward, but there were no staples. Therefore the tissues were not stapled. The surgeon had to hand suture to complete the case. The or time was extended 30 minutes. There was no further consequence to the pt.